Event description:
It was reported that the patient underwent generator replacement surgery. The explanted generator is unavailable per hospital policy. Device diagnostics with the existing generator and lead were within normal limits. Device diagnostics with the new generator and lead were also within normal limits.

Event description:
It was reported that the patient was referred to surgeon due to pain by a non-practicing vns physician. The surgeon indicated that revision surgery will likely be performed. The surgeon indicated that a generator and lead replacement would likely be needed because of the pain and discomfort the patient is experiencing around the generator site. It was reported that device diagnostics could not be performed because the patient is a low settings and the increase in output current to perform diagnostics are too painful for the patient. It was noted that the device was not at end of service. No additional relevant information has been received to date. No known surgical interventions have been performed to date.